Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery spatula instrument allegedly broke off into the patient and the fragment was retrieved laparoscopically during the same procedure.

Event description:
It was reported during a da vinci total benign hysterectomy procedure, the tip from a permanent cautery spatula instrument fell into the patient. The surgeon retrieved the fragment. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the surgeon to request more information regarding this case. The surgeon indicated during morcellation, removal of the 28 week specimen, the spatula tip was not being pressed all the way while removing specimen. During that time, the tip broke off and fell into the patient. He then proceeded to using cm, but was not able to locate the fragment due to the low levels of radiation, so, he decided to perform an x-ray. He was able to locate the broken fragment. He was able to remove the broken fragment laparoscopically. The surgeon decided to complete the planned procedure, no patient harm was reported.